Event description:
The following has been reported: patient on nca - syringe changed and background turned off at 13:30 on (B)(6)2024. Patient woke in pain and distress, given blouses. Pump alarmed "occlusion", alarm cancelled and troubleshooted line (no issues) bolus then delivered as per pump. T land reporter decided to change pump, was noted that syringe had 49ml of fluid, therefore no boluses were delivered to patient since syringe change. Aps aware of same, background recommenced at 02:00 and 2 boluses given with great effect. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was not reviewed as this is a known issue for which the pump has normal behaviour. The history log shows that the total dose infused is reduced after an occlusion. "The issue related to the total infused volume on pca pumps is a known and expected behavior caused by occlusions, which are part of the pump's normal operation. When an occlusion occurs, the pump responds appropriately by emitting a red visual alarm. During this process, the syringe pump motor briefly reverses to relieve pressure in the line, resulting in a slight reduction in the total volume infused. This behavior is outlined in the instructions for use (IFU) and is part of the pump's designed functionality when managing an occlusion. In this case, the agilia sp pca pump performed as expected, with no defects identified. A communication will be released shortly to provide more clarity on this topic, and a training session is planned to help prevent similar complaints in the future. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid for this issue as per our local procedure, we initiated no action.